Manufacturer narrative:
Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va101xa), product type: 0200-lead, implant date: (B)(6) 2015, explant date: (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was the patient reports that the therapy is not helping at all at night, especially when they get up and sometimes they have trouble making it to the bathroom and leak before they make it to the toilet. The patient also reports that they are starting to get more stress incontinence. They are always having to wear pads because they can't trust it. The caller reported that these issues began about a year and a half prior to the device replacement surgery (B)(6) 2022. The healthcare provider told the patient that the first lead they tried did not work so they implanted a new lead (B)(6) 2022 and had the therapy turned off prior to that. Reviewed that the patient has complete control over their therapy and can make changes to the settings. The patient currently feels stim in the tailbone.  The patient is not sure how often to see their hcp. Reviewed that the patient can make adjustments on the ir own without the hcp, but they can call the hcp to determine how often to be seen.